Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation containing approximately 20 ml of solution in the reservoir. Visual examination of the unit confirmed the reported condition of a leak, observed at the connection of the blue winged luer cap. The cap was noted to be tightened on the luer. The root cause of the leak condition was delamination (material build-up) on the core pins causing surface roughness on the winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(4) 2011, baxter (B)(4) product surveillance received a complaint from (B)(6) that a leak was noted from an intermate unit, after being filled with pamidronate. The location of the leak could not be determined. The problem was noted prior to product use and there was no patient involvement. Sample is available for evaluation.